Event description:
The ra lead was implanted on (B)(6) 2014 and remains implanted as of this time. A call was placed to technical services on 9/9/2017 stating that base on reviewed attachment form (B)(4), the patient has large p-waves and programmed to 1.0mv sensitivity. Atrial undersensing on latitude there is no scale to know amplitude of signal. The following physician was dr. (B)(6) at (B)(6) clinic at (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).